Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no motor error alarm noted. . The motor tested outside of device and passed. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and stained end cap sticker.

Event description:
It was reported that the insulin pump has alarmed motor error multiple times during rewind. Error occurs at fill cannula screen. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.